Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead also exhibited noise and insulation damage. The patient felt stimulation around the pocket side which felt like device was shocking them, but the patient did not receive shocks, it was a "shocking sensation" as the patient has an implantable pulse generator (ipg). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, low pacing impedance, and a high threshold. The lead re mains in use. No patient complications have been reported as a result of this event.